Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was over 500 mg/dl and over 300mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer had been in the hospital twice due to issues with the insulin pump and battery issues. The device will not be returned for analysis.